Event description:
It was reported that customer's insulin pump alarmed button error. Customer's blood glucose is 134 mg/dl. The alarm occurred during bolus. The device was not exposed to moisture. Customer was advised to remove the battery for two hours and try a restart. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.